Event description:
Healthcare professional reported a right side "rupture" against a saline device. Device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ deflation-breast: not observed, it cannot be seen according to the condition of the photograph. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right side "rupture." The device has been explanted.

Event description:
Healthcare professional reported a right side "rupture" against a saline device. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6